Event description:
Caller reported that a malfunction occurred on the pump during a mid-update, and it was noted as malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent, as the pump was under warranty and included in a field correction. The customer was advised to use multiple daily injections as a backup therapy and instructed on how to handle and return the problematic pump using a pre-paid label.